Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the oncology department, the drain had been placed in the female patient's chest to give the patient bleomycin. The treatment was given successfully and while the patient was in the ward, the suture wing snapped and the drain fell out. The breakage occurred bilaterally where the sutures attach to the wing. The drain was to be removed the next day so no further action was taken. There were no patient death, injuries or complications. The patient is in satisfactory condition.